Manufacturer narrative:
Method - device evaluation anticipated but not yet begun. Conclusions - a follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges, he veered off his ramp and hit a post. The customer sustained a fractured toe.